Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using a bd posiflush¿ normal saline syringe, leakage occurred past the plunger. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for evaluation from the customer in support of this complaint. DHR/bhr review there was no documentation of issues for the complaint of batch 7261792 during this production run. Investigation comments: all our inspections and testing performed while manufacturing this batch were accepted. No rejections were documented. Product within specification? ¿ yes ¿ no root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections and testing were accepted during the production of this batch. No leakage past stopper was documented. CAPA not required for this event. Investigation comments: all our inspections and testing performed while manufacturing this batch were accepted. No rejections were documented. Product within specification? ¿ yes ¿ no investigation conclusion: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections and testing were accepted during the production of this batch. No leakage past stopper was documented.